Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 5-4mm amplatzer piccolo occluder was selected for implant in a (B)(6) patient with a pda (minimal diameter: 2.9mm, length: 7.4mm, diameter at aortic end: 6.5mm). The device was delivered and released without issue and no post-procedure imaging was performed. A few months following the procedure, the physician observed the device had embolized to the left pulmonary artery. The patient was reported to have no symptoms and was taken to the catheterization lab for device retrieval. The device was successfully removed with a snare and the pda was observed to be smaller in side. The physician elected not to implant another device.

Manufacturer narrative:
An event of embolization noted a few months following the procedure was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 4-4mm amplatzer piccolo occluder (lot number: unknown) was selected for implant in a (B)(6)kg patient with a pda (minimal diameter: 2.9mm, length: 7.4mm, diameter at aortic end: 6.5mm). The device was deployed and after it was pulled through the pda, the physician elected to exchange the device for a larger 5-4mm amplatzer piccolo occluder. The second device was delivered and released without issue and no post-procedure imaging was performed. A few months following the procedure, the physician observed the device had embolized to the left pulmonary artery. The patient was reported to have no symptoms and was taken to the catheterization lab for device retrieval. The device was successfully removed with a snare and the pda was observed to be smaller in size. The physician elected not to implant another device.